Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2026, it was reported that at 10:30 am, the cgm reading about 300 mg/dl. No fingerstick was done at that time. The patient was feeling groggy and then the patient became unresponsive and unable to wake her up. Attempts to get her to respond did not work (shaking the patient). No medication was given to the patient. The daughter called for an ambulance and they arrived in about 10 minutes. The paramedics did a fingerstick and it gave a bg reading of 450 mg/dl and the cgm reading was about 300 mg/dl. They did not give the patient any medication or treatment and she was taken directly to the hospital. At the hospital, the daughter could not recall what were the cgm and bg reading of the patient. The patient was treated with insulin via injection. The patient regained consciousness at the hospital. The patient stayed at the hospital for 3 days and was discharged on (B)(6) 2026. At the time of the call, the patient was already back to normal and feeling better. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.